Manufacturer narrative:
The table was examined by a berchtold field service tech. The hand pendant was found unresponsive. The service tech moved the hand pendant to a different table with the same result. The hand pendant was replaced with a working pendant and the table was returned into service.

Event description:
It was reported that the surgical table allegedly went into reverse trendelenburg. There was no reported patient injury.